Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up with eri. Sudden drop in battery voltage was noted. The patient will be scheduled for generator change out. The device will be returned for analysis after replacement.